Manufacturer narrative:
Additional information: h3, h6, h10. H10: the customer returned a sample with product code 5c4482 for evaluation with the female connector connected to a white luer adapter. A visual inspection with the naked eye and magnification noted the female connector separated from the light blue main body. The insert chip was not returned with the sample to verify if solvent was present; however, there was evidence on the female connector indicating the insert chip was present during the assembly process. The insert chip was dislodged during disconnection of the transfer set. There was evidence of solvent on the thread inside the barrel of the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021, reported as "recently". The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue piece) and the main body (light blue gripper) of the minicap extended life pd transfer set; further described as ¿the light blue gripper started to unscrew from the dark blue piece¿. This was identified when the patient was unscrewing to disconnect while training for automated peritoneal dialysis (apd) therapy. The transfer set had been in use for a few days and was replaced as a result of the separation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.